Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 7x40mm powerflex pro pta ruptured at eight atmospheres during its initial dilatation. The balloon catheter was removed and replaced with another balloon. There was no reported patient injury. The intended procedure was a percutaneous transluminal angioplasty of a target lesion located in the iliac artery. The lesion was mildly calcified and heavily tortuous. The rate of stenosis was 99%. For the procedure, a 7x40mm powerflex pro pta catheter was opened. There was no difficulty removing the product from the hoop or removing the protective balloon cover and stylet. There were no damages or kinks noted to the device prior to insertion into the patient. The device was prepped normally. There was no difficulty advancing the guidewire to the target lesion. As the pta catheter was inserted, there was no resistance/friction experienced during insertion. There was no difficulty advancing the balloon catheter or crossing the lesion. At the lesion, the powerflex pro pta catheter was inflated. However, it ruptured at eight atmospheres during its initial dilatation. Inflation was normal before rupture. The contrast media, contrast to saline ratio, and brand of indeflator are unknown. However, the same indeflator had been used successfully with other devices. The catheter was not ever in an acute bend. The balloon did not seem to ¿stick¿ to the stent. It was easily removed from the patient without difficulty and the balloon was intact (in one piece). The pta catheter did not kink while being used. The device was exchanged for another powerflex pro of a different size. The procedure was finished successfully. There was no reported patient injury and patient is currently fine. The product will not be returned for analysis. The device was not returned for analysis. Review of lot 16082042 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported balloon burst at/below rbp could not be confirmed as the device was not returned for analysis. The exact cause could not be determined; however, based on the information available for review, vessel characteristics (heavily tortuous, 99% stenosis) may have contributed to the difficulty experienced by the customer. Neither the information available for review nor the DHR suggests that the reported burst could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
The product will not be returned for analysis. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the affiliate, the balloon of a 7x40mm powerflex pro pta ruptured at 8 atmospheres during its initial dilatation. The balloon catheter was removed and replaced with another balloon. There was no reported patient injury. The intended procedure was a percutaneous transluminal angioplasty of a target lesion located in the iliac artery. The lesion was mildly calcified and heavily tortuous. The rate of stenosis was 99%. For the procedure, a 7x40mm powerflex pro pta catheter was opened. There was no difficulty removing the product from the hoop or removing the protective balloon cover and stylet. There were no damages or kinks noted to the device prior to insertion into the patient. The device was prepped normally. There was no difficulty advancing the guidewire to the target lesion. As the pta catheter was inserted, there was no resistance/friction experienced during insertion. There was no difficulty advancing the balloon catheter or crossing the lesion. At the lesion, the powerflex pro pta catheter was inflated. However, it ruptured at 8atm during its initial dilatation. Inflation was normal before rupture. The contrast media, contrast to saline ratio, and brand of indeflator are unknown. However, the same indeflator had been used successfully with other devices. The catheter was not ever in an acute bend. The balloon did not seem to ¿stick¿ to the stent. It was easily removed from the patient without difficulty and the balloon was intact (in one piece). The pta catheter did not kink while being used. The device was exchanged for another powerflex pro of a different size. The procedure was finished successfully. There was no reported patient injury and patient is currently fine. The product will not be returned for analysis.